Manufacturer narrative:
(B)(4). The customer reported device has been discarded. A lot number has been provided. A review of the device history record is forthcoming. A f/u will be submitted with all relevant info. The first prostar xl (part 12322-02, lot 900446h), indicated is being filed under a separate medwatch MFR#.

Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of a common femoral artery during an unspecified procedure. Reportedly, when the prostar xl device was unpacked, a thread was noticed to be sticking out of the marker lumen. The device was not used, and there was no pt involvement. Another prostar xl was prepped for use and although the device also had a thread sticking out of the marker lumen, it was successfully used to achieve hemostasis. There was no reported adverse pt effect. Though requested, no add'l info was provided.